Event description:
The customer received questionable free psa ii (free psa) results for one patient sample. The initial testing recovered a total psa result of 0.47 ng/ml and a free psa result of 1.5 ng/ml. Both tests were repeated on a different analytical e module and recovered a total psa result of 0.47 ng/ml and a free psa result of 0.2 ng/ml. The repeat testing confirmed the initial total psa result, however, the initial free psa result was not confirmed. The 0.20 ng/ml free psa result was reported outside the laboratory. The patient was not harmed or adversely affected by the issue. The free psa reagent lot number was 158107.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Service actions were performed that addressed all possible instrument issues. A specific root cause was not identified. The erroneous result was not reported outside the laboratory.